Manufacturer narrative:
(B)(4). Batch #: unknown. This is an analysis of an image submitted to ethicon endo-surgery for evaluation. Image: the image provided by the customer shows a black foreign matter in the packaging blister. No conclusion could be reached as to how this issue occurred through photo analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the ent procedure, that upon opening device, the or team noticed a bug on the inside of the packaging prior to transferring to sterile field. The device was not used in the procedure and a new device was opened. There was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. D4 batch #: v7025w. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with returned outside its original packaging, the tyvek is the only part of the packaging that is returned. Due to the device packaging not being returned, we are unable to investigate further the reported packaging issues. The device was tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.